Event description:
It was reported that there was particulate matter in the reservoir of a large volume infusor. The device was filled with an unknown solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 12, 2014 to august 15, 2014. The device was received and evaluated. Visual inspection was performed and revealed white particles approximately 0.96 to 2.77 mm in length in length floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particles to be of acrylic material. The reported issue was verified through evaluation. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.